Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for analysis, and no issue found with the pump. However, according to the data logs review, many positioning alarms in aorta and suction alarms occurred throughout the case. The cause of the low pump flow was most likely improper positioning due to improper technique. D6a, d6b, d9.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The same day of impella device insertion, the physician brought the patient back to the catheterization lab and removed the device due to suction alarms. Further information noted that the impella device was repositioned multiple times with echocardiogram at bedside. The right ventricle was evaluated, and no issue was indicated. Intravenous fluid (ivf) bolus and albumin were administered. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.